Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "autofill failure" and "maintenance required code #2" (drive transducer offset failure) alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the k6 valve was sticking. The company representative replaced the drive manifold assembly (part number 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).